Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the device tunneler was allegedly smaller in size. It was further reported that it could not attach the catheter to the tunnel. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler was received for evaluation. Visual and dimensional testing were performed. Manufacturing site evaluation states that according to the dimensions of the dilator it was found that the outer diameter of main shaft and total length of tunneler are within specification. Therefore, the investigation is unconfirmed for the reported defective component and catheter insertion issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device). H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, the device tunneler was allegedly smaller in size. It was further reported that it allegedly could not attach the catheter to the tunnel. The procedure was completed using another device. There was no patient contact.